Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. The physician had applied suction for the proper amount of time and when he removed the delivery system, he felt resistance and observed that the capsule had not deployed. Tissue was present on the capsule pin. A second procedure was done with a new capsule and was successful. No serious injury to the patient was reported.